Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that the customer experienced the high blood glucose. The blood glucose level was 400 mg/dl. The customer¿s other blood glucose level was 300 mg/dl. The customer reported that the insulin pump had insulin flow block alarm and after troubleshooting the insulin was exited. The customer reported that leak at the site and cannula was not bent. The device will not be returned for the analysis. The device will not be returned for the analysis.